Manufacturer narrative:
A customer contacted a siemens customer care center (ccc) regarding a patient sample that ran high for potassium (k) and low for sodium (na) using integrated multisensor technology (imt) sensor lot number 9bd879 on a dimension vista 1500 instrument. A customer service engineer (cse) was dispatched to the customer's site. Siemens reviewed the files that were provided by the customer and determined that there was no indication of a reagent nor an instrument malfunction. There were no imt system fluids or consumables replaced near the time of the obtained discrepant results. All quality controls (qc) were within acceptable ranges and the imt pump rates and calibration slopes were acceptable. Since a power flush and all other routine checks were previously performed, the cse proactively retightened all imt fittings. Ran dilcheck and more than 30 replicates of sample. Standard deviation (sd) was well within specification. Three replicates were run on all levels of qc and all results were acceptable. Alignment/check.1/dilcheck/serum precision/qc precision were all acceptable. The cause of the discordant results cannot be identified. The customer's qc was within range and no other samples were involved. Fluid delta and fluid verify readings were elevated on discrepant results. Siemens' headquarter support center (hsc) cannot rule out sample specific issues such as a random error or inadequate sample in the cup. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated potassium (k) and falsely low sodium (na) results were obtained on one patient sample using integrated multisensor technology (imt) sensor lot number 9bd879 on dimension vista 1500 (serial number (sn): (B)(4)). The initial results were reported, and they were questioned by the physician(s). The sample was repeated on an alternate dimension vista 1500 (sn:(B)(4)) and resulted lower for k and higher for na. A corrected report was issued to the physician(s) using the repeat results from (B)(4). The patient was redrawn and tested on an alternate dimension vista 1500 (sn: (B)(4)) on the following day and the results confirmed the repeat results from the dimension vista 1500 (sn: (B)(4)). There are no reports of patient intervention nor adverse health consequences due to the discordant falsely elevated potassium (k) and falsely low sodium (na) results.